Event description:
Caller reported a cgm error. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to perform a pump reset, successfully resolving the error without further issues.